Manufacturer narrative:
Section d1 brand name: corrected. Section d4 lot number: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D9/h3 - the distal-end of the percutaneous lead returned for evaluation. Incidental findings: superficial outer jacket damage manufacturer's investigation conclusion: evaluation of the submitted log file confirmed low speed events and driveline fault alarms. Based on previous complaint experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these findings could be indicative of a potential issue with the driveline; however, a direct cause could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported gastrointestinal (gi) bleeding could not be conclusively determined through this evaluation. Log files following the device interrogation were submitted which captured driveline fault alarms and a low-speed event while the system was supported by the power module. A distal end driveline replacement was performed by an abbott representative on (B)(6) 2023. Approximately 19.5¿ of the external portion of the driveline was returned for evaluation. An electrical continuity test of the returned driveline in the condition it was received found all wires to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The driveline was disassembled, and visual examination of the underlying wires revealed no insulation breaches or damage. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any areas of current leakage. Following the repair, it was reported that the patient would remain on an ungrounded patient cable. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU rev. C and the heartmate ii patient handbook rev. D are currently available. Section 1, "introduction," lists bleeding as an adverse event which may be associated with the use of heartmate ii lvas. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. However, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage, as well as the how to respond to such events. Section 6 of the IFU, ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Section 7 of the IFU and section 5 of the patient handbook address hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for review. The patient presented to the clinic for a routine follow up. When connected to the system monitor, it was noted that the heartmate ii had not maintained its fixed operating speed. The flow was overestimated so no alarms were present. The pump power was greater than 11 watts. The elevated pump power was suspected to be caused by a short to shield. An urgent system controller exchange was performed. The affected system controller was connected to another system monitor for interrogation and no alarms were noted prior to 10:38 am. The affected system controller was tested with a mock loop and it appeared to function as intended. The event log files captured 5 low speed advisory alarms at 10:38 on 16nov2023 followed by a driveline disconnect alarm at 10:40. During these events, the pump power increased to almost 17 watts. There were no other unusual events captured in the event log files. The pump operated as intended and the patient was stable on the new system controller. The patient was admitted on (B)(6) 2023 for gastrointestinal (gi) bleeding. The gi bleed was detected by fecal occult blood test that was positive for blood. The patient's hemoglobin was stable, so no intervention was performed, and the gi bleed resolved spontaneously. The patient's warfarin was held temporarily. Device interrogation showed at least one episode of a low speed advisory alarm and a driveline fault alarm. The driveline was examined, and no obvious signs of damage were found. The patient denied any recent trauma to the driveline. There was a plan to move the patient to the intensive care unit (ICU). The event log files captured a couple driveline fault alarms on 20nov2023 at 04:18 and 04:27 and a low speed advisory event on 21nov2023 at 06:42 while tethered to the power module. The patient was asymptomatic during these events. These events were presumed to be caused a driveline short to shield. A distal end repair/replacement was performed on the driveline on 28nov2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.